Event description:
On 8/14/96 co received a copy of a medwatch report issued by co. Report number usf 9608060001-describing an adverse event involving the use of another c product in conjunction with reporting co's product (code 4r4215)- the report enclosed a copy of that report, describing the event: an operator was sprayed with blood in the mouth when holding the device to the lab site intergal component in the co blood pack unit.